Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of an occluded connector was inconclusive due to the sample condition. Two photo samples of the 4 fr groshong nxt two-piece connector were provided for evaluation. The first image depicted the product sticker label indicating lot: refs4723. The second image showed the assembled connector. The catheter appears to have been trimmed at the region extending from the connector. The condition of the connector assembly could not be clearly inspected from the images provided. Functional testing could not be completed without a physical device. As the submitted photographs did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported after placed, the catheter failed to flow / reflow, it looked like it was obstructed. The catheter was replaced by another one. Once the catheter was replaced, the device works as expected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported after placed, the catheter failed to flow / reflow, it looked like it was obstructed. The catheter was replaced by another one. Once the catheter was replaced, the device works as expected.